Event description:
It was reported that the arctic sun device was failing calibration for not cooling and requested a quote for the 2000-hour service with a loaner.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is mixing pump. The device was evaluated upon receipt. Installed test mixing pump to cool. Serviced mixing pump. Performed pm procedure. Serviced circulation pump. Replaced heater, manifold o-rings, drain valves, tank tubing, coin cell. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.